Event description:
Arjo was notified of an event related to the alenti bath chair. It was reported that during a bath using the alenti device, a resident slid off the alenti seat under the water. Two caregivers were able to help the resident and lifted her up. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Manufacturer narrative:
Arjo was notified of an event related to the alenti bath chair. It was reported that during a bath using the alenti device, a resident slid off the alenti seat under the water. Two caregivers were able to help the resident and lift the resident. No injuries were reported. The device inspection showed that the alenti bath lift was in good condition and functioning as intended. However, the safety belt was not used during the incident (it was missing). The available information indicates that: 1. The alenti was being used by a caregiver and a student, neither of whom had received specific training on how to operate the device. The alenti instruction for use (IFU; 04.cd.05_9) includes the following information: - "alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU)." 2. The facility staff were unaware of the requirement to use a safety belt when assisting a resident with the device and lacked the knowledge to apply it correctly. The safety belt was missing. The alenti IFU includes drawings showing how to use the safety belt and informs about the necessity of its use: - "warning: to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." - "before the resident is transferred to an, ensure that: (...) The safety belt is mounted on alenti." - "actions before every use: check that all parts are in place. (...) If any part is missing or damaged - do not use the product." 3. The resident involved in the event was classified as category "d". A resident with this classification is unable to place weight on feet and does not have the ability to sit upright without considerable support and may not be able to actively contribute to transfers. This classification indicates that the resident should not be transferred using the alenti bath chair. The alenti IFU states: -"the resident should be active or semi-active i.e. Able to sit upright self supporting on the side of a bed or toilet. (...) If a resident does not meet these criteria an alternative lift and hygiene chair shall be used." In summary, it can be concluded that the reported incident was a result of failure to follow the alenti instructions for use, which was due to no training provided to the facility's staff. No technical failure of the alenti bath chair was found that could have contributed to the event. The safety belt was missing; therefore, the device did not meet the specification. The alenti was used for resident hygiene and in that way, it played a role in this event. The complaint was deemed reportable due to the resident slipping off the device.